Manufacturer narrative:
H6 correction: the device code a1405 was not previously indicated in error regarding the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# 0208696999, implanted:(B)(6) 2014, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-aug-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, friend/family member, healthcare provider, manufacturer representative, foreign) regarding a patient who was receiving baclofen with concentration 2000 mcg at a dose rate of 816.6 mcg via an implantable pump. It was reported that underinfusion was suspected. There was more drug found in the pump reservoir than expected at refill. The last refill was expected to be 4.7ml; however, 7 ml was obtained in january. Just recently another refill performed, and again more drug was found in the pump reservoir than expected. The data was not yet known about the difference in last refill. It was further noted that the parent mentioned that there had been numerous times at refills where the expected volume was different regarding the actual volume. Factors that may have led or contributed to the issue were indicated as not applicable. The physicians have not recommended any changes at the moment. The adverse event report has come from patient caregiver. There were no current symptoms of overdose or underdose. The pump and catheter remained implanted and in-service. No surgical intervention was planned. The issue was indicated as having been resolved as of (B)(6) 2024. The patient was without injury regarding their status as of (B)(6) 2024. The patient's weight at the time of the event was unknown.